Event description:
Per the clinic, the patient underwent a skin flap thinning surgery (specific date not reported) due to report of issues maintaining connection with the processor coil. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 15, 2024.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023. This report is submitted on may 20, 2024.